Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04430. It was reported that when the patient presented in clinic for the device change out, high capture threshold was observed on the lv lead, and battery related issue was suspected on the new device. Lead revision was performed. The new device was not implanted and was replaced. The patient was discharged.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).